Event description:
Fail code 403 . Information was not provided whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention.